Event description:
Surgeon donned disposable sterile gown and started case. Moments later, the circulator noted that several small holes had spontaneously appeared on the front of the surgical gown. Gown was removed and held up to the light. Staff identified multiple areas on the front of the gown where the material was thin and weak.what was the original intended procedure?surgical cover gown.device #1is this a laboratory device or laboratory test?no.